Event description:
Medtronic received information that prior to use of this act plus, it was reported that instrument was having a bad reference result. Instrument was replaced to complete the procedure and there was no reported adverse patient effect.

Manufacturer narrative:
Analysis investigation: field analysis perform on instrument, not physically returned to medtronic facility. The reported bad reference issue was verified during service. Service technician observed error codes, and also found the lift wire height out of spec. The issue was resolved by adjusting the lift wire height to spec. Preventive maintenance was performed as per specification. Trends for issues with this product are reviewed at quarterly quality meetings. The act plus software constantly monitors for software and/or hardware faults. When one is found, an error is displayed and typically addressed by the operator. If information is provided in the future, a supplemental report will be issued.